Event description:
It was reported during the implant procedure placing a new lead and device, high impedances were encountered (greater than 4000 ohms on all contacts, at 1.5 volt test). There was a possibility of accidental saline use for lead wipe down, so the proximal end of the lead was also rinsed with distilled water and reconnected. The doctor visually believed everything was fully intact and connected, setscrew reported to be tight, device was in the pocket while tested, and no issues with lead placement process. Upon a subsequent test at 1.5 volts and 330 us all contacts were normal except the 0 electrode was showing greater than 4000 ohms with c0, 01, 02, and 03. The other impedances were c1=???, c2=795 ohms, c3=795 ohms, 12=1205 ohms, 13=1205 ohms, and 23=1205 ohms. With 3+,0- programmed, the patient did not get any motor response up to 3.5 volts, with 3+, 1- the patient did get motor response at low voltages such as 1.3-1.4 volts. It was noted that there was success post-op with 3+,1- and 3+,2- configuration. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3093-28 lot# va01jdv, implanted: 2012 (B)(4), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).